Event description:
The patient reported that the pump rebooted. The issue was unresolved with a battery change. There is no further information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed evidence of rebooting on (B)(4) 2012. There was no damage found to the battery cap. The battery cap was able to attach securely to the pump with no yellow o-ring visible. Visual inspection revealed a cracked battery compartment. The pump powers on normally, and the pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, investigation revealed that the keypad was torn at the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the contrast and ok keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.